Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported left side with " patient has reported left side deformation and a "bump". Patient's gynecologist suspects device rupture."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Lump/nodule: unable to observe, since it is not related to the device. Deformation: not observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Company representative reported, left side. "Patient has reported, left side deformation and a "bump. Patient's gynecologist suspects device rupture". Device has been explanted.

Event description:
Device has been explanted.

Event description:
Company representative reported left side with " patient has reported left side deformation and a "bump". Patient's gynecologist suspects device rupture." The device has been explanted and replaced with a non-allergan device.